Event description:
The event involved a spinning spiros closed male luer, red cap that the disposables during chemotherapy infusion, leakage was observed approximately 30 seconds after initiation. The hazardous syringe line was infusing, with backflow occurring into the chemo medline, resulting in leakage at the spiros connection site. The spiros connector was confirmed to be properly engaged and securely attached. Infusion was stopped promptly, and tubing was clamped before any chemotherapy reached the patient. There was patient involvement and but no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.